Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5568-53 implantable pacing lead, (B)(6) 2006. (B)(4). Evaluation summary: (B)(4): upon preliminary analysis, the device had no telemetry and no pacing output. The device lost telemetry and function due to battery depletion. The cause of the depletion cannot be determined. The device was fully functional and operated under normal current drain when powered with an external supply. The residual voltage and impedance indicates that the battery was not internally shorted. Since no performance data could be retrieved from the device and no other data was provided from the field, there is no way to confirm this result. The result of analysis is inconclusive.

Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.